Event description:
It was reported by service report that the jacks will not pump up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: pivot bar, pump pedal assembly.